Event description:
Upon reassessment of the reported event, the stem was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the stem was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Report source: foreign county: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02450.

Event description:
It was reported the patient participated in the continuum metal on metal study. The patient experienced pain and adverse local tissue reaction which led to a revision surgery approximately 7 years post implantation. It was noted the liner was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.